Event description:
On (B)(6) 2010, patient reported the cartridge plunger became stuck on the piston rod. This happened during cartridge change when patient pulled on cartridge. Patient was able to remove stuck cartridge plunger. A small amount of insulin spilled inside cartridge chamber. The patient did not require assistance from a health care professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
Method and results: no product will be returned for evaluation.